Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f_94 (configuration option settings checksum is not 0) alarm. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm (configuration option settings checksum is not 0) was identified during functional testing and the review of the alarm log. The configuration was reset. The cause is the configuration needed to be reset. Should additional relevant information become available, a supplemental report will be submitted.